Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional coronary procedure with a 6fr sheath. Reportedly, the footplate did not initially close; however, the physician repeatedly tried to close the footplate and was able to eventually close. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.